Event description:
It was reported that the lead was going to be removed in the near future. The patient was found to have low impedance on contact 2-3+ pf approximately 170 ohms when the device was checked prior to a scheduled MRI. The MRI was not done. The patient also noted they had a change in efficacy and contralateral paresthesia¿s when pushing on the lead at the burr hole. Additional device investigation was done on (B)(6) 2014. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).